Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's spouse reported via phone call that the patient may have pulled on the tubing while she went to the restroom, which led to a high blood glucose of 548 mg/dl. The patient changed her infusion set and treated via manual bolus. The patient was advised on proper taping kit usage and protocol. The insulin pump was not returned for analysis.